Event description:
Related to MFR report # 2183959-2012-02517. It was reported by the plaintiff's attorney that on or about (B)(6) 2011, the plaintiff was implanted with an ams elevate anterior apical system with intepro lite to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, painful sexual intercourse, urinary problems, bleeding, and other injuries." The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has undergone a surgical procedure to remove one or more of the products due to erosion, will likely be forced to undergo additional corrective surgery, has required additional medical treatment, and has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.